Event description:
A report was received that the patient had ineffective stimulation. The patient underwent a pocket revision to see if the implant was sitting on some wires, which it was not. The patient was reprogrammed after the revision and was reportedly doing well.

Manufacturer narrative:
Device remains in patient. This is a final report.